Event description:
It was reported that, following a refill, the personal therapy manager (ptm) showed the refill date as (B)(6). The physician programmer displayed the refill date correctly as being in (B)(6). On the next day, it was reported that the ptm was decoupled and recoupled with the pump, following such, the ptm began working corre ctly. It was unknown what drug was used in the pump.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, lot # n175931002, implanted: (B)(6) 2009, product type catheter. (B)(4).